Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters' needles would not retract during use. The following information was provided by the initial reporter: "insyte autoguard, needle not retracting defective: 2 products."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters' needles would not retract during use. The following information was provided by the initial reporter: "insyte autoguard, needle not retracting defective: 2 products".